Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "a system message displayed during set up" (device displays error message). The nurse reported, a system message displayed during set up. The system was rebooted several times, but system message persisted. The system was switched out and the cases were completed as planned. The cases were delayed 15 minutes. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and duplicated the system message reported. The fluidics module was replaced and will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).